Event description:
It was reported that the customer's pump screen was unresponsive and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on several troubleshooting steps, but the issue persisted. Consequently, they arranged to send a replacement pump, advising the customer on how to deplete the battery of the old pump and return it using a pre-paid ups label. The customer was informed about the need to program settings and connect their continuous glucose monitor to the new pump, and they acknowledged these instructions.